Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the disposables set was unavailable for investigation and root cause analysis, so no conclusion can be made about whether the air seen during the procedure came from a faulty disposables set. In the event air was present in the access line, this air would have migrated to the channel and/or the reservoir which in either case would eventually pass to the vent bag and not the patient, thus resulting in no risk to the patient. Per information provided by the customer, it is possible that the source of air could have been a faulty stopcock or inappropriate stopcock positioning.

Event description:
The customer reported that approximately 65 minutes into the red blood cell exchange (rbcx) procedure, the rn hung the 5th of 6 unit of replacement red blood cells (rbcs) and noticed air in the access line. The rn checked all the connections but could not locate the source of the air. The rn aborted the procedure. Per the customer, the end hematocrit (hct) of the procedure was programmed in the optia system at 37% and the patient's post hematocrit was measured at 42%. Per physician's order, 200ml of whole blood was removed via phlebotomy. The patient is in stable condition and did not require additional follow-up visit. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to medical intervention via a phlebotomy.

Manufacturer narrative:
Investigation: a service call was placed for the machine. The machine's functionality and specifications were checked. No issues were found. Investigation is in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: per the customer, the actual volume of red blood cells replaced was 1421ml,volume removed was 1570ml and 158ml of anti-coagulant was used. Fluid balance was 100%.the run data file was analyzed for this procedure. Based on the signals in the run data file analysis, the spectra optia system operated as intended. The operator ended the run approximately 25 minutes early at 75 minutes. Had the run been allowed to complete, the patient¿s measured end hematocrit would have likely been closer to the target of 37%.there were multiple inlet pressure alarms during this run. Minimizing alarms and taking steps to resolve alarms will result in a more efficient procedure. Access issues can delay the system from reaching steady state, increase procedure times, and result in non-optimal collections. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury.